Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine device check. Upon interrogation, it was found that the patient's right ventricular lead was exhibiting post-sensed t-wave over-sensing, high capture threshold, and a large increase in pacing impedance. It was further noted that the lead was also exhibiting r-wave amplitude variation. The lead was explanted and replaced. The patient was stable.